Event description:
It was reported that pt's pump "malfunctioned and totally stopped working." As a result, the pt stated, she "went into severe withdrawal." The pt stated, she was "constantly sick" and had vomiting and diarrhea. The pt was hospitalized from (B)(6) to (B)(6) and lost (B)(6) during that period. The pt's pump was replaced, and the new pump is "working fine." The medication being delivered via the device system was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.